Event description:
A report was received that the patients ipg was not holding a charge after a non-device related surgery wherein an electrocautery was used. It was also noted that multiple contacts were out on each lead. The patient underwent an ipg and lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was not holding a charge after a non-device related surgery wherein an electrocautery was used. It was also noted that multiple contacts were out on each lead. The patient underwent an ipg and lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.